Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lv lead was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventriular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead was explanted.